Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon (error e216) was duplicated by applying heating stress to the video connector, and also found that when the temperature returns to room temperature, the issue was resolved. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the investigation result, omsc surmised that the reported phenomenon was attributed to the instability of the image output signal due to the gradual temperature rise during use because there were abnormalities such as deterioration in the electrical components mounted on the electrical circuit board inside the video connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the scope communication error e216 frequently occurred on the subject device when connected to the video processor otv-s190, and did not improve. The user replaced the subject device to a similar device to complete the intended procedure. There was no report of patient injury associated with this event.